Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. Iol explant. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00, 24.0 diopter intraocular lens (iol) was explanted from a female patient's right eye (od) due to blurry vision which affected her driving and reading. Patient indicated that her vision was better before the surgery. The visual acuity (va) of the patient was reported to be 20/60. The lens was replaced with a model zkb00 (25.0 diopter) lens. There was no patient contributing medical history reported. There was no patient injury reported, no incision was enlarged, and no other secondary procedure was required. The patient post-op condition is unknown. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 2/19/2018. Device returned to manufacturer? Yes. Device evaluation: the lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eyes shows the product is cut in half, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed manufacturing record review: manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.